Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation since implantation. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. Furthermore, according to information received from implant registration the electrode was partially recessed in a channel, which is not in line with medel surgical recommendation. In addition one channel was already affected before the complete damage of the active electrode due to undeterminable reasons and one channel was left out of cochlea during implantation surgery. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no date for possible re-implantation is available.

Event description:
The user has no hearing sensation since implantation. Re-implantation is considered, but no date has been scheduled yet.